Event description:
The customer reported that during the installation of her olympus evis exera iii video system center, the unit was not producing an image. There was no report of patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The connection point was compromised and there was no signal coming from either sdi port due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.